Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 2.7, lab: 1.05. Customer's last does of coumadin was (B)(6) 2012.

Manufacturer narrative:
Investigation pending.